Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was replaced due to high out of range pacing impedance measurements. The lead was surgically abandoned. There were no adverse patient effects reported.